Manufacturer narrative:
MFR ref no: (B)(4). Baxter is currently evaluating this device. A supplemental MDR will be submitted when the device eval is complete.

Event description:
It was reported that a device alarmed for close door messages. There was no pt incident reported.